Manufacturer narrative:
The console was returned, and an evaluation is underway. Upon investigation closure, a supplemental manufacturer device report will be filed.

Event description:
The complainant had placed an impella 5.5 pump for a patient awaiting either a ventricular assist device or a transplant. The pump was supporting when the team had a controller issue in which the battery failed. The console was swapped. There was no patient harm.

Manufacturer narrative:
The investigation of automated impella controller (aic) - battery charging/other issues has been completed. Data analysis: 5.5 pump 551855 was connected to (B)(6) on 4/2. The console performed as expected until 9:17:05 when there were power battery manager (pbm)1 and pbm2 communication controller errors, the sau_purge process was power cycled, there were sau_eep communication difficulties, and the epm had a communication controller error and was power cycled. The real time (rt) log at the moment of the communication losses confirms that purge flow drops to 0 while the purge is reset. What the user saw as 0% battery power, was actually an inability to communicate the battery power but the battery was functioning as expected during this time as confirmed in the lt power logs. Device analysis: (B)(6) was returned for investigation and tested thoroughly on and off ac power but the failure mode did not reproduce. Root cause: there was no issue with battery charging on (B)(6) during this case. The cause of the widespread communication loss on (B)(6) resulting in loss of communication controller errors was not determined as the failure mode was not reproduced but could have been caused by loss of power (pbm) or communication failures.